Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/11/2014 with the following findings: during a visual inspection of the pump, no damage was found to the battery compartment. A battery cap was not returned with the pump; a test cap was used to complete investigation. The test cap secured properly to the pump, and no evidence of moisture ingress was found in the battery compartment. The pump powered on with vibration; however, the display screen was blank and no audible tones were emitted due to internal moisture damage. The pump case was removed, and evidence of moisture ingress was found. Further testing could not be completed due to moisture damage.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.